Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from local service department, leakage was found from control section of the subject device, which might have contributed to the dirt inside the lens. Omsc presumed that components inside the lens got corroded by humidity invasion from the leaking point. Corrosion product might have remained inside the lens as dirt.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the inside of light guide lens was dirty. There was no report of patient injury associated with the event.